Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient and the pusher was discarded. (B)(4).

Event description:
Treatment of a left cavernous (cav) aneurysm. During the pipeline deployment, it was reported that the proximal end of the pipeline did not fully open and a balloon was used to achieve full wall apposition (which is an option presented in the instructions for use). No injury was reported with the patient as a result of the procedure.